Event description:
Reporter indicated that vns patient lost consciousness during inadvertent initiation of magnet mode stimulation cycle. The patient was reportedly looking at their magnet, at which time they held the magnet close to the generator site and inadvertently initiated a magnet mode stimulation cycle. During the episode, the patient lost consciousness but regained consciousness upon completion of the magnet mode stimulation cycle. It was reported that the patient's device was not programmed to on at the time of initial implant, but that device interrogation at office visit 15 days later revealed that magnet mode output current was set to 1.75ma and 60 seconds on time. Implanting surgeon indicated that he performed device diagnostic testing at the time of implant surgery and then interrogated the patient's device to confirm the output currents were set to 0ma pending future office visit to initiate stimulation. Stimulation was scheduled to be initiated at office visit two weeks post-implant; however, the device remains programmed to off at the patient's request. Review of manufacturing records for the pulse generator confirmed that the device was programmed to 0ma output current (both normal mode and magnet mode) when shipped. Investigation has been unable to determine the cause of the inadvertent change in device settings that lead to the syncopal episode during initiation of magnet mode stimulation cycle. Treating neurologist believes that the magnet mode output current was inadvertently programmed to on after implant surgery; however, manufacturer has been unable to confirm because requested device programming history has not yet been received for review.